Manufacturer narrative:
The customer's report was observed and attributed to an lcd color display cable that was not properly seated to a connector. The cable was replaced with the current revision and reseated to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.